Event description:
During gamma3 surgery, the set screw was spinning and it could not lock the lag screw firmly. The surgeon finished the surgery as it is.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device not being returned.

Manufacturer narrative:
Evaluation conclusion: no deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit was documented as faultless prior to distribution. No non-conformity identified; no previous or actual actions are in place. Because the implants are still implanted an investigation of them was not possible. Potential ¿ but not confirmed and not limited to ¿ reasons for insufficient insertion of the set screw could be intra-operative damage of the thread of the set screw or bone meal unintentionally reaching into the thread of the nail. A further statement was not possible. The case will be closed formally. In case the item(s) or substantive information becomes available the case will be reviewed.

Event description:
During gamma3 surgery, the set screw was spinning and it could not lock the lag screw firmly. The surgeon finished the surgery as it is.